Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been used up. Replacement was sent.